Event description:
Clinical narrative (updated): an impella cp device was inserted into the right femoral artery in a 74-year-old male patient with a past medical history of coronary artery bypass graft (CABG), and coronary artery disease (cad), presenting in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). Post-procedure, the device was successfully removed. The 14fr sheath was rewired and perclose x 2 failed due to calcium. Attempted an up and over dry closure; however, the physician was struggling to get through the endovascular aneurysm repair (evar). It was noted that there was a perforation due to calcium. A covered stent was placed. The perforation was in the iliac, unsure what caused it however no mention of the device being involved. Patient had extensive calcium noted. Patient ended up going to the or for surgical closure. The post-procedure outcome is survived at explant. The impella functioned as intended. The vessel perforation may be influenced by device-related and patient-specific factors such as the patient's calcification.

Manufacturer narrative:
Updated information: b5 narrative updated. H6 med dev prob code changed from a150207 to a24.

Event description:
An impella cp device was inserted into the right femoral artery in a 74-year-old male patient with a past medical history of coronary artery bypass graft (CABG), and coronary artery disease (cad), presenting in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). Post-procedure, the device was successfully removed. The 14fr sheath was rewired and perclose x 2 failed due to calcium. Attempted an up and over dry closure; however the physician was struggling to get through the endovascular aneurysm repair (evar). It was noted that there was a perforation due to calcium. A covered stent was placed. The post-procedure outcome is survived at explant. The impella functioned as intended. Vascular injury may be influenced by device-related and patient-specific factors such as the patient's calcification.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was not determined due to insufficient clinical details.